Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Ad a review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's allegation was confirmed. Based on the results of the investigation. It is likely, there was a poor connection of the scope socket, due to smirch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the image is not displayed, could not be identified. The root cause could not be identified. From the inspection of the repair dept, we presume that the cause is poor connection of the scope socket due to smirch. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labeling review:there is no basis that the defect is caused by misuse of the user, thus not applicable. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported the xenon light source exhibited no image when connected to 290 scopes. The issue occurred during preparation for a diagnostic gastroscopy procedure which was completed using a similar device. There were no reports of delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.